Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal wall') in an adult female patient who had essure (batch no. B22363-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under essure confirmation test.". The patient's medical history included appendectomy, breast mass and vaginal discharge. Concurrent conditions included vaginitis, myalgia and breast pain female. Concomitant products included benzodiazepine derivatives, ciprofloxacin (cipro) and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding-menorrhagia"), intervertebral disc degeneration ("neurological conditions or problems type: degenerative disc disease"), cyst ("reproductive system disorder or condition, type of disorder or condition: cyst"), abdominal pain ("abdomen pain"), complication of device removal ("complications from your essure removal procedure-my bladder was stuck to my abdominal wall/coil adhered to abdominal well"), uterine cyst ("uterine cyst") and fallopian tube cyst ("fallopian tube cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, intervertebral disc degeneration, cyst, complication of device removal, uterine cyst and fallopian tube cyst outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, complication of device removal, cyst, device dislocation, dysmenorrhoea, fallopian tube cyst, intervertebral disc degeneration, menorrhagia, uterine cyst and vaginal haemorrhage to be related to essure. The reporter commented: pain and suffering emotional distress, economic loss, as well as punitive damages and other damages in an amount to be proven at trial: device deployed into each extra coils seen. Discrepancy noted date of insertion: (B)(6) 2011. Lot number reported b22363 is invalid. Most recent follow-up information incorporated above includes: on 18-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal wall') in an adult female patient who had essure (batch no. B22363) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under essure confirmation test.". The patient's medical history included appendectomy, breast mass and vaginal discharge. Concurrent conditions included vaginitis, myalgia and breast pain female. Concomitant products included benzodiazepine derivatives, ciprofloxacin (cipro) and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding-menorrhagia"), intervertebral disc degeneration ("neurological conditions or problems type: degenerative disc disease"), cyst ("reproductive system disorder or condition, type of disorder or condition: cyst"), abdominal pain ("abdomen pain"), complication of device removal ("complications from your essure removal procedure-my bladder was stuck to my abdominal wall/coil adhered to abdominal well"), uterine cyst ("uterine cyst") and fallopian tube cyst ("fallopian tube cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, intervertebral disc degeneration, cyst, complication of device removal, uterine cyst and fallopian tube cyst outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, complication of device removal, cyst, device dislocation, dysmenorrhoea, fallopian tube cyst, intervertebral disc degeneration, menorrhagia, uterine cyst and vaginal haemorrhage to be related to essure. The reporter commented: pain and suffering emotional distress, economic loss, as well as punitive damages and other damages in an amount to be proven at trial: device deployed into each extra coils seen. Discrepancy noted date of insertion: (B)(6) 2011. Most recent follow-up information incorporated above includes: on 24-jul-2020: pif received. New events cyst, fallopian tube cyst was added. Reporter, reporter causality comment, cluster ID was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal wall') in an adult female patient who had essure (batch no. B22363-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under essure confirmation test.". The patient's medical history included appendectomy, breast mass and vaginal discharge. Concurrent conditions included vaginitis, myalgia and breast pain female. Concomitant products included benzodiazepine derivatives, ciprofloxacin (cipro) and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding-menorrhagia"), intervertebral disc degeneration ("neurological conditions or problems type: degenerative disc disease"), cyst ("reproductive system disorder or condition, type of disorder or condition: cyst"), abdominal pain ("abdomen pain"), complication of device removal ("complications from your essure removal procedure-my bladder was stuck to my abdominal wall/coil adhered to abdominal well"), uterine cyst ("uterine cyst") and fallopian tube cyst ("fallopian tube cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, intervertebral disc degeneration, cyst, complication of device removal, uterine cyst and fallopian tube cyst outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, complication of device removal, cyst, device dislocation, dysmenorrhoea, fallopian tube cyst, intervertebral disc degeneration, menorrhagia, uterine cyst and vaginal haemorrhage to be related to essure. The reporter commented: pain and suffering emotional distress, economic loss, as well as punitive damages and other damages in an amount to be proven at trial: device deployed into each extra coils seen. Discrepancy noted date of insertion: on (B)(6) 2011. Lot number reported b22363 is notvalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal wall') in an adult female patient who had essure (batch no. B22363) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under essure confirmation test.". The patient's medical history included appendectomy, breast mass and vaginal discharge. Concurrent conditions included vaginitis, myalgia and breast pain. Concomitant products included benzodiazepine derivatives, ciprofloxacin (cipro) and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding-menorrhagia"), intervertebral disc degeneration ("neurological conditions or problems type: degenerative disc disease"), cyst ("reproductive system disorder or condition, type of disorder or condition: cysts"), abdominal pain ("abdomen pain") and complication of device removal ("complications from your essure removal procedure-my bladder was stuck to my abdominal wall"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, intervertebral disc degeneration, cyst and complication of device removal outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, complication of device removal, cyst, device dislocation, dysmenorrhoea, intervertebral disc degeneration, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: pain and suffering emotional distress, economic loss, as well as punitive damages and other damages in an amount to be proven at trial: device deployed into each extra coils seen. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received. Reporter's information updated. Lot no. Added. Event: injury were updated to abnormal bleeding( vaginal,. Event: menorrhagia), reproductive system disorder or condition, type of disorder or condition: cysts, migration of essure device location of device: abdominal wall, neurological conditions or problems type: degenerative disc disease, dysmenorrhea (cramping), did not do hsg, pain ,complications from your essure removal procedure-my bladder was stuck to my abdominal wall were added. Concomitant drugs , medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.